Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent noise and subsequent inhibition of pacing was observed on both the right atrial (ra) and right ventricular (rv) leads that lead to noise reversion. Noise was not reproducible with isometric testing. No other sensing issues were seen, and lead impedance was in normal range. Patient is pacemaker dependent and reported experiencing presyncope. The physicians made the decision to cap both the ra and rv leads on (B)(6) 2018. The patient was stable post procedure.